Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was discovered on the tip of the catheter. During the procedure, the electric potential of the thermocool® smart touch® sf bi-directional navigation catheter both increased and decreased, and a decrease in the impedance value was noticed when the box line was created. The system stopped ablating when the impedance cut off values were exceeded. Additionally, signal noise occurred on the electric potential of the catheter on the recording system. The catheter was then removed from the patient¿s body and coagulum was confirmed to be on the tip of the catheter. The coagulum was removed off the catheter and the catheter was reinserted into the patient. After a while, force sensor error 106 was displayed. The catheter was exchanged and the issue resolved. The procedure was then completed without patient consequence. Patient has not exhibited any neurological symptoms since the procedure was completed. A stockert j70 generator was used in power control mode. No temperature, impedance, power, and pump information was provided. The system did not present any error messages. The physician did not see any product problems and there were no issues related to temperature and flow on the catheter. The patient's heart rhythm was still visible to the operator when signal noise occurred, thus the noise issue is not reportable. In addition, the impedance issue is not reportable because generator stopped ablation when the cutoff value was reached and force sensor error 106 is also not reportable because the warning functioned as intended. However, the coagulum has been assessed as a reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was discovered on the tip of the catheter. The device was visually inspected and it found to be in good condition. Electrical testing was performed on the catheter and found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed within specifications. A cool flow pump test was performed and found within specifications. The catheter was irrigating correctly and no irrigation issues were observed. Magnetic sensor functionality testing was performed on the carto and the catheter failed. Error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the 106 error was confirmed. The root cause of the internal failure of the sensor cannot be determined. Manufacturer ref no: (B)(4).